Event description:
Patient reported left side "rippling" and "when bent over feels like they are deflated." Healthcare professional later reported no complaint against the device. Physician later reported "implant punctured by physician & removed." Device has been explanted.the event of deflation has been removed as it did not occur. Wrinkling is non-serious and remains in record. The record is no longer reportable to the FDA.

Manufacturer narrative:
The event of deflation has been removed as it did not occur. This record is no longer reportable to the FDA.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "rippling" and "when bent over feels like they are deflated." Device remains implanted.